Event description:
Additional information received from a manufacturer representative reported the surgical arm was resent to the trajectory, but the arm continued to vibrate in an agitated manor. The surgeon aborted the use of the guidance system and continued the procedure freehand. There was no patient harm.

Manufacturer narrative:
Clinical export data files were analyzed. The investigation team concluded that the probable cause for the deviation at l3 and l4 left can be related to the scan that performed while the target extender was pressed against the skin. The investigation team also noticed a lateral skiving potential at l3 left that can alter the screws direction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01; serial/lot number: unknown. Software exports were received. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. A medtronic representative went to the site to test the equipment. Testing revealed that the surgical arm was inaccurate and was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l3-l4 posterior spinal fusion, the screws at left l3 and l4 were deviated laterally by 2-3 mm. The surgical arm was vibrating while the surgeon was removing the driver after placing the screws. The manufacturer representative believed that the surgical arm was having issues causing the deviation. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
Refer to mfg report #3005075696-2020-00113 for previously reported analysis results of the surgical arm. H3: analysis of the surgical arm found the arm passed a stress test and failed an accuracy test. The flange of j6 was loose, the rubber ring was worn, the j6 bearing and inner axis failed, and the j4 plastic cover was broken. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.